Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 300 mg/dl and insulin injections were administered to address the bg level. A pump system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer was to use insulin injections to manage diabetes until additional pump supplies are retrieved.